Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016 and found and replaced tubing that had disconnected (detached) from fitting at valve vl4c to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a leak of clear fluid from a coulter lh 780 hematology analyzer while running controls. The leak was not contained within the instrument and there were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.